Event description:
On (B)(6) 2011, husband reported the down button on the infusion device does not function properly. Pt has used this infusion device for a little over one year and boluses 3-6 times per day. The down button does pup up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The pt was in the hospital at the time of the report, but this was due to her knee, hip, and/or shoulder.